Manufacturer narrative:
It was reported that the system was not working and implantable neurostimulator (ins) battery was not covered really by much fat because patient was not a big person, it would hurt her to lay on the ins over a period of time. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The healthcare provider (hcp) and patient were contacted to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The suspected cause of the event is battery depletion was considered normal and suspected this could have been the cause of reported device not working. The suspected cause of the pain is the patient was laying over their ins. However, the root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Thus, the cause of the event could not be confirmed. The investigation determined that there was insufficient information to determine the cause of the event. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 20 investigation summary - it was reported that the patient met with their manufacture representative (rep) and they found 2 of the 4 electrodes were broken. Patient further reported she fell and probably that was when the wires got broken but she was not sure. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. See (B)(4)conductor fractures in all leads, extensions, and adapters (all therapies). The information in the file that supports assignment to the existing investigation is due to it was reported that patient met with rep and they found 2 of the 4 electrodes were broken. The root cause, if available, is documented in the referenced investigation record. Product ID 3889-28, lot# v706432, implanted: (B)(4)2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that the patient decided against surgery. No further complications were noted or anticipated

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v706432, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the interstim system never worked for her, noting that it never controlled her target urinary symptoms since it was implanted. Patient stated it was reprogrammed multiple times but it did not help. She decided to leave the system implanted. She also had a problem when needed to lay down where that battery was implanted. She got up 4-5 times per night. She saw a manufacturer representative (rep) at one point and said ¿no wonder it hasn't worked¿ because they found 3 of the 4 electrodes were broken. Patient stated the battery was dead and she was not sure of when it dead. She had been looking for new healthcare provider (hcp) to have the system removed. At about two weeks later, patient further reported that her system never worked. Regarding implantable neurostimulator (ins) location issues, patient clarified that she was not a big person and the battery was not covered really by much fat or anything. Patient stated when she was recently in a facility, she had a problem because it would hurt her to lay on the ins over a period of time. Patient stated the device had been dormant in her and had not worked in a few years. She talked to a rep and they discussed she could leave it in or take it out. At that time, she decided to leave it in. Now, she had been very ill-double pneumonia, this was not related to the device. Patient stated she did know what the cause was, she did not know how much covering over the ins. The answer would be putting a bandage over it to get more protection if it occurs again. Patient confirmed battery was dead and this was normal battery depletion. She sure it was dead by the time she went to see the hcp and rep telling him that she did not want the ins any more. She went many time for reprogramming. Patient reported it was more than the location issues. Patient stated therapy was not working for her, it was not helping. She had tried different adjustments and tried everything. She did not know the date it for ins location issues. There was nothing done about the ins location issue. She knew the ins was probably dead. Patient mentioned she had stroke and that was when she fell and probably that was when the wires got broken but she doesn't know for sure. Patient also reported there would not any symptoms because she was not using therapy for years, when she really realized this could be a problem. Patient stated she does not have any appointment schedule at this time. Patient also reported her trial results were not positive enough as they should for her to go head and put the permanent ins in. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28 lot# v706432 implanted: (B)(6)2011 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who said the patient is 85 and can't tolerate general anesthesia, but the physician wants to do surgery under local anesthesia. Caller said the patient spoke to their primary care physician (pcp) and would like the device removed. The caller said the patient indicated their device never worked for them or made a difference. As a result of what was reported, the caller was redirected to the managing hcp. No further patient complications have been reported as a result of this event.